Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of this event. Although return of spontaneous circulation could have been achievable in theory, the care team did not initiate any resuscitative measures once asystole occurred. There is no evidence of CPR in the impedance waveform, and the customer confirmed that interventions were stopped when the patient entered asystole. These actions indicate that providers did not intend to prevent death and that withdrawal of care was anticipated. As a result, while the pacing malfunction may have contributed to the patient progressing into asystole (a condition requiring intervention to prevent permanent impairment/damage), the device did not cause the patient¿s outcome of death. The outcome resulted from the clinical decision not to pursue resuscitative efforts, rather than from the device malfunction itself. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to transcutaneously pace during use with a patient. The customer reports that "patient critically ill, unlikely to survive event, however temporizing until family arrived. Code event: barycardiac in the 20s, mrhp requested transcutaneous pacing. Lifepak 20e defibrillator attached to patient via pads and leads. Attempt to transcutaneously pace failed multiple times. Pacing function would turn off while trying to adjust ma and rate. Staff went to get another monitor, patient went asystolic in that time, code event called by mhrp. Patient unfortunately passed". The patient associated with the reported event did not survive; however, a clinical review determined that the device malfunction did not contribute to the death of the patient but may have contributed to the patient progressing into asystole (a condition requiring intervention to prevent permanent impairment/damage).